Manufacturer narrative:
Due to the potential for multiple customers to have the same reported problem, a recall has been initiated.

Event description:
Merge cardio is an integrated cardiovascular information system classified as a picture archiving and communication system (pacs). On (B)(4) 2016, a customer reported to merge healthcare that a patient report was confirmed (signed) with the incorrect patient data (see original report 2183926-2016-00441). Based on this allegation from that customer, merge healthcare investigated the issue and confirmed that there was a malfunction of the medical device. This malfunction if not detected, could potentially lead to an incorrect diagnosis and/or treatment of a patient based on the inaccurate information in the report. Merge healthcare was able to query potentially affected customer's databases on (B)(4) 2016 to identify if there were any suspect reports stored there. The query detected a suspect report for this customer and they have been made aware of the issue. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations. An internal investigation was completed by merge healthcare (CAPA: (B)(4) and hhe: (B)(4)). The investigation concluded that there was a possibility of confirming a report with an incorrect patient name/identification. When a report is generated with incorrect patient identification, patient harm is possible due to mistreatment or missed treatment. This affected merge cardio software versions 10.1.0 and 10.1.1 to resolve the issue a recall (2183926-02122016-066-c, z-2709-2016 res 75027) was conducted and all of the affected customers were upgraded to a merge cardio version 10.1.2 or subsequent release. Merge healthcare has completed the upgrades for the affected customers. The FDA was notified and the recall was closed on 8/25/2017. No further action is required. There were no reports of death, serious injury or injuries that were directly caused or contributed to as a result of this issue.